Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call. The cse reviewed the probe and mixer alignments and calibration, resulting within range. The cse checked the operation of clot detected and sensitivity of the dilution probe line liquid level sensor amplifier, resulting within specifications. The cse performed 50 coefficient of variation, resulting within range. The customer reviewed their instrument and did not find any issues or errors. The cause of the discordant, falsely depressed glucose hexokinase_3 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed glucose hexokinase_3 results were obtained on a patient sample on an advia chemistry xpt instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on the same instrument, resulting higher. The customer repeated the same sample on an alternate advia chemistry instrument, resulting higher than the original result. The customer repeated the same sample again on the original instrument twice, resulting higher than the original result. It is unknown which repeat result was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glucose hexokinase_3 results.